Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to an extended charge time measurement of 18.9 seconds. The monitoring voltage was 2.59 volts. Information was also received that this patient had a syncopal event for an unknown duration. Information from the remote monitoring system was reviewed and indicated that the rate cutoff (rco) for ventricular tachycardia (vt) zone was programmed to 145 beats per minute (bpm). All lead measurements were appropriate. The patient had two episodes from last (B)(6), where anti-tachycardia pacing (atp) was delivered and successfully terminated the rhythm. However, the vt rates were close to the rco. A device replacement procedure was performed. The device was explanted and successfully replaced. The cause of the syncope remains undetermined. There was no change in lead measurements and no evidence of any undersensing. No shocks have been delivered since initial defibrillation threshold (dft) testing at implant in 2006 where there was successful conversion with 14 joules. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.